Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that infection issue was observed on the implantable pulse generator (ipg) site. It is unknown when the infection was first observed. A device revision procedure was completed on (B)(6) 2019 in where the ipg was relocated to another pocket site. The physician stated that there was no infection there were no complications during the procedure and the patient effective therapy was restored post procedure.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.